Event description:
The operator of an advia 2120 with dual aspirate tried to lift a box which contained a part a siemens field service engineer (fse) had replaced during a recent visit. The box fell on the operator's foot. The operator visited the emergency room. An x-ray did not show any fractures. However, the operator had swollen toes. The operator had to keep her foot in a boot and was out of work for two weeks.

Manufacturer narrative:
Siemens determined that the field service engineer (fse) had left the box in an out-of-the-way location. The cause of the event was the operator not waiting for the siemens fse to disposition the status of the parts inside the box and instead deciding to move the box without contacting the fse.